Event description:
Upon completion of procedure, the physician noted that the very tip of the guidewire had broken off. The medtronic rep was there and has the device. No complications or adverse reactions noted by the patient.